Event description:
The study months later again reported upon another ae of hemolysis which was attributed to be a "possible" relationship to the impella device.

Manufacturer narrative:
Additional information received from the clinical site and the following fields have been updated. B5 updated to reflect additional information h6 health effect - clinical code updated. Pump was not returned for investigation. Clinical information provided is very limited and not sufficient. Therefore, the root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information was provided. Pump was not returned for investigation. Data logs were not returned as well. Without the data logs and the pump the failure cannot be further investigated. Clinical information provided is very limited. Therefore, the root cause of the renal failure issue was not determined since product and data logs were not returned. G1 reporting contact address and country was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26566.

Event description:
A notification was received via protect IV study notification regarding a patient who experienced renal failure during impella cp support. Actions taken are unknown. The patient continued on support and the patient condition was noted to be stable. No further information was provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist, section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
B5 updated with additional information received from the clinical site. H6 updated with additional adverse event reported by the clinical site.

Event description:
Later in (B)(6) 2025 the study reported upon yet another ae of the access site bleed and new intervention information was shared. To achieve hemostasis the study noted, "pressed on the bleeding site and renewed corsafix."